Event description:
It was reported that the user announced a smaller-than-consumed breakfast, after which blood glucose was 285 mg/dl with an upward trend while using the ilet system. Symptoms included no reported clinical symptoms. Outcomes included no functional impairment or need for medical intervention. Investigation included a review of user-reported blood glucose data and device use related to meal announcement. Investigation of this case revealed use-related error consistent with incorrect meal size entry, which can lead to hyperglycemia. It was concluded that the device operated as designed and the event resulted from user input. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.